Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced. This record relates to the left side.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced. This record relates to the left side.